Manufacturer narrative:
The customer care solution center representative verified the issue with the customer over the phone. The customer care solution center representative dispatched a field service engineer on site to troubleshoot the cause of the issue, as well as test the device in question. The field service engineer reviewed the logs database and found the errors listed and found that the application/system was not functioning correctly. He reloaded and restarted the system to resolve the issue. The information available for this report/service event is not sufficient to determine a specific cause. The actions taken are considered to have resolved the issue as the device was operational after the completion of repairs. The product remains at the customer site.

Event description:
The customer reported that their central station would not power on. This occurred on (B)(6) 2015. They then reported that on (B)(6) 2015, a patient experienced a death from medical complications, while being monitored on a bedside device. The customer reported that a patient expired but no in connection to the device not turning on.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their central station would not power on. This occurred on (B)(6) 2015. They also reported that on (B)(6) 2015, a patient experienced a death from medical complications, while being monitored on a bedside device. The customer did not allege that the malfunction of the central station contributed to the death of the patient.